Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During cybersecurity upgrade, the device entered backup vvi due to telemetry loss. Technical support was contacted and the device was reprogrammed to resolve the backup vvi. Physician elected not to perform cybersecurity upgrade. The patient was in stable condition.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2938836-2019-03918.